Manufacturer narrative:
Additional information: it was further reported that log file analysis indicated power switching of battery (B)(4). Additional devices for this complaints: heartware® ventricular assist system - battery, (B)(4), battery catalog number: 1650de, expiration date: 08/31/2017, di #: (B)(4). Concomitant medical products: no, device evaluated by MFR: no, not returned to manufacturer , labeled for single use: no. (B)(4). After further review of additional information received and have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date 08/31/2017, di#:(B)(4). Device available for eval: no. Device evaluated by MFR: no, not returned to manufacturer. Labeled for single use: no. (B)(4). It was reported that the patient experienced power switching events and loss of power. The controller ((B)(4)) was returned for evaluation. The battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the battery¿s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15- minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and the battery. Event log files revealed multiple controller power-ups and with their associated motor start events, indicating a loss of power. In some instances, the power sources were replaced after the loss of power; in other cases, momentary disconnections were recorded before and/or after the loss of power. Based on log file analysis, the most likely root cause of the loss of power can be attributed to a double disconnection of both power sources or it's possible that momentary disconnections had occurred. The manufacturer has opened an internal investigation to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power sources will switch back and forth. Log file analysis indicates two short pump stops and power ups. The clinic suspects there are handling problems as the patient is distracted. It was decided not to take action on this issue before the patient is exchanged to controller 2.0. The problem has not reoccurred. No patient complications have been reported as a result of this event. On 9/29/17 it was further reported that log file analysis indicated power switching of battery (B)(4). On (B)(6) 2017 it was further reported that the battery remains in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power sources will switch back and forth.  Log file analysis indicates two short pump stops and power ups.  The clinic suspects there are handling problems as the patient is distracted.  It was decided not to take action on this issue before the patient is exchanged to controller 2.0.  The problem has not reoccurred.  No patient complications have been reported as a result of this event.